Event description:
It was reported that on (B)(6) 2010 the lead was capped and replaced.

Manufacturer narrative:
Analysis found that the outer insulation was abraded in multiple places. The abrasion at 13cm from the distal tip electrode caused both rv cable etfe coatings to also become abraded. These abrasions could have been from the inside out.

Event description:
It was reported that high thresholds were observed on the rv lead. Insulation damage was observed during the explant procedure for infection.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.